Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced frozen continues glucose monitor (cgm) readings and an adverse event. The patient's health care provider reported that the cgm reading was frozen at 92 mg/dl. Based on the displayed cgm reading, the patient did not dose insulin for several days. The patient went to the hospital to be treated for diabetic ketoacidosis. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.